Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: 42 y/o male, 233 lbs, 28.4 bmi. The diagnosis and indication for the index surgical procedure? Lumbar radiculopathy, low back pain. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Deep stitch to close. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Surgical site wound with serous drainage over 3 weeks post op with pain, fever, swelling. Please provide the onset date/time of infection from the initial surgical procedure. Patient states symptoms starting 3-4 weeks post op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Preop were cultures performed? If so, please provide the results. Yes. Positive for light staphylococcus aureus, susceptible to nafcillin, amoxicillin/clavulanic acid, and cephalosporins. How much and what type of drainage is present in this wound? Reports states serous drainage 3-4 weeks postop. Please describe any medical intervention performed including medication name and results. Patient stated on office post op appointment, his incision looks good. Then the friday before christmas starting getting severe pain, swelling, redness, drainage. I&d of surgical site , then was sent home from hospital after second surgery antibiotics via PICC line. Were any pre-op cleansing procedures changed recently? If yes, please describe. No. Patient was prepped first with isopropyl alcohol, the cleansed with chloraprep twice with 3 minute dry time in between. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? None reported. Other relevant patient history/concomitant medications? No. What is the physician's opinion as to the etiology of or contributing factors to this event? None reported. What is the patient's current status? Unknown. As of 12/30 was on home IV infusions of antibiotics but otherwise doing well.

Event description:
It was reported that a patient underwent a lumbar decompression on (B)(6) 2024 and suture was used. Post-op, the patient experienced a surgical site infection. The patient returned on (B)(6) 2024 to have the infection surgically removed. The patient was doing well as of (B)(6) 2024 and was still having antibiotics distributed for a week after discharge. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?